Event description:
It was reported that the user experienced recurrent low blood glucose readings at night and after meals while using the ilet system, with contributing behaviors including frequently not announcing meals and reduced food intake during weight loss efforts, and the user plans to begin ozempic therapy. Symptoms included hypoglycemia. Outcomes included the need for oral glucose administration. Investigation included a review of user-reported blood glucose events and clinical triage, with assignment for additional training to address use of the device during changes in diet and planned medication initiation. Investigation of this case revealed cause of hypoglycemia was unclear. It was concluded that user education on meal announcement practices and ilet management is warranted, particularly in the context of decreased intake and anticipated ozempic initiation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.